Event description:
The customer reported a leak at the baths of the coulter act diff 2 analyzer. The volume of the leak was about 3 oz. And was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found that the waste pump was not working intermittently and was causing the baths to overflow. The fse replaced the waste pump and the instrument ran without any leaks. Bec identifier for this report is (B)(4).